Manufacturer narrative:
There was no patient involvement. Sorin group received a report that during priming, the pre-bypass filter of the custom perfusion pack failed to prime and the priming fluid was unable to pass through the filter. There was no patient involvement. A user report was filed for this event under report number (B)(4). This medwatch report is being filed as a result of this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluation is not completed.

Event description:
Sorin group received a report that during priming, the pre-bypass filter of the custom perfusion pack failed to prime and the priming fluid was unable to pass through the filter. There was no patient involvement.